Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump buttons got stuck. The customer¿s blood glucose level was unknown. The customer stated that after loading sensor into serter buttons got stuck and would not release sensor. The customer also stated that sensor came out of serter on its own after coordinator tried to insert. The insulin pump will not be returned for analysis.